Manufacturer narrative:
(B)(4). Date sent 2/26/2025 d4 batch #151d84 b3: unknown; captured as awareness date investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. Based on the information currently available, the condition identified during the investigation of the reload received and has been correlated to the design. This condition will be addressed through ethicon endo surgery¿s quality system. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 151d84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was fired on vessel, when trying to open the jaws the jaws would not open. Had to use manual override to retract blade and jaws opened. Was not aware of reverse button to use instead but from their description the blade was not fully retracted when trigger was released therefore jaws would not open. There was no adverse events to patient as the vessel was stapled as expected and there was no delay in the procedure.